Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy, the psee60a anvil pockets were damaged after firing. The device jaws were detached from the bottom of the anvil. The plastic portion of the cartridge was not damaged. The metal cartridge pan was not separated from the plastic portion of the cartridge. This caused a five minute delay. The procedure was completed with a like device with no patient consequences.